Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd eclipse¿ needles were blocked during use. The following information was provided by the initial reporter: "no harm. We had another needle with the same issue again today, same lot number, no harm again spoke with office manager same issue of fluid not coming out of needles, customer has sent in for evaluaton with other complaint."